Event description:
Device 2 of 2. Please see mfg report # 1627487-2010-02855 for device 1.

Manufacturer narrative:
The complaint regarding the infection can not be confirmed through lab testing, therefore no lab tests were performed. Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilizations records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.